Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4: additional device information - catalog number ¿ correction. D10: device availability ¿ additional. G4: date received by manufacturer ¿ additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that transmitter failed occurred on (B)(6) 2020 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs was performed and transmitter failed error was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause cannot be confirmed because no evidence was found in the data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.